Event description:
New information reported that the patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of merlin.net remote transmissions, the implantable cardiac monitor exhibited a battery longevity anomaly. No intervention was performed and the patient would continue to be monitored. No further information was available.

Event description:
New information reported that the battery status was cleared and the battery reading was normal afterwards.